Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for analysis. Signs of use in the form of biological material were observed inside the extension line. No defects or anomalies were observed on the returned sample. The catheter length measured 84mm, which is within the specification limits of 82mm-86mm per the catheter product drawing. The inner diameter at the distal tip of the catheter measured 0.69mm, which is within the specification limits per the statement in the catheter product drawing, which reads "the tip of the catheter must allow the insertion of a pin with a diameter of 0.69mm at least to a depth of 2mm. Revers deformation of the tip during testing is acceptable." The catheter body outer diameter measured 1.27mm, which is within the specification limits of 1.24mm-1.30mm per the catheter extrusion product drawing. A lab inventory guidewire (0.62mm diameter) was inserted into the catheter tip. The guidewire passed without resistance. Performed per IFU statement, "thread tip of catheter over guidewire." A lab inventory syringe filled with water was attached to the catheter. The catheter flushed as intended and no blockages or resistance were encountered. The instructions for use (IFU) provided with this kit warns the user , "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The report of a malfunctioning arterial catheter was not confirmed through complaint investigation of the returned sample. The returned catheter met all relevant dimensional and functional requirements. The IFU provided with this product warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". A device history record review did not reveal any relevant findings. Based on the returned sample, no problem was found with the returned catheter; however, the root cause cannot be determined as the clinical factors during the event are unknown. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "an incident occurred on (B)(6) 2026 with a sac-00818 arterial catheter set used with a merit 682000 pressure transducer. A 71-year-old female patient was admitted to intensive care, and an arterial catheter was inserted into her right radial artery with a pressure line on (B)(6) 2026 upon admission. On (B)(6) 2026, the catheter was found to be non-functional (unable to take samples and no longer providing blood pressure readings). Catheter placement lasted a total of four days. Catheter and pressure line recovered and stored in the pharmacy." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "discharge".

Event description:
It was reported that "an incident occurred on (B)(6) 2026 with a sac-00818 arterial catheter set used with a merit 682000 pressure transducer. A 71-year-old female patient was admitted to intensive care, and an arterial catheter was inserted into her right radial artery with a pressure line on (B)(6) 2026 upon admission. On (B)(6) 2026, the catheter was found to be non-functional (unable to take samples and no longer providing blood pressure readings). Catheter placement lasted a total of four days. Catheter and pressure line recovered and stored in the pharmacy." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "discharge".

Manufacturer narrative:
(B)(4).